Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the bending angle in the up direction and play of the right/left and up/down knobs were out of standard value due to wear of the angle wire. The guide pin on the electrical connector was missing and the scope connector had a dent. The image had irregular color tone and the specified resolving power was not obtained due to damage on the charge coupled device unit. It was also noted that water tightness was lose due to deformation of the electrical connector and a missing guide pin in the electrical connector. The image guide had black dots due to damage on the charge coupled device unit and the plastic distal end cover was shaved. The bending section rubber and grip had discoloration. The nozzle was shaved and the grip had a dent. The control unit and universal cord had a scratch. The water removal ability did not meet standard value due to clogging of the nozzle and the scope connector had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus field service engineer (fse), that the gastrointestinal videoscope had blue color appearing in parts of the image. The issue was found during a diagnostic upper gastrointestinal endoscopy and it was completed with the same device. Inspection and testing of the returned device found that plastic distal end cover, connecting tube, up/down knob and right/left knob had foreign objects. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from electrical connector. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.